Manufacturer narrative:
Right ventricular (rv) sensitivity was reprogrammed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) went into ventricular tachycardia (vt) at a rate greater than 200 beats per minute (bpm). It was reported the device did not treat the rhythm. The rhythm was broken with amiodarone. Reviewed of device memory found no stored episodes from the time of the event. It was reported the patient had a left ventricular assist device (lvad). Boston scientific technical services (ts) discussed the lvad and possible causes of undersensing. A save to disk and memory dump was forwarded for analysis and no anomalies were noted. No additional adverse patient effects were reported.